Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump was beeping and blinking. No patient injury reported.

Manufacturer narrative:
Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is a system alarm. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.